Event description:
Essure implanted, it contains nickle. I'm allergic to nickle. I was not informed of the product containing nickle. I have several problems from the implants: hair loss, pain in the joints, inflammation, rash on my palms (caused by nickle), anxiety, depression, stiff joints, heavy painful periods. FDA safety report ID# (B)(4).